Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument arm drape involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the third arm of the instrument arm drape kept detaching. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no damage or anything out of the ordinary. Isi did receive a da vinci product to perform failure analysis. The instrument arm drapes were analyzed, and the findings did not replicate or confirm the customer reported event. The accessories were installed on the in-house system and passed recognition and engagement without any issues. All four instruments sterile adapters were successfully installed. The cannula sterile adapter was also installed without issue. The sp system's drapes were successfully deployed. The drape spin test was performed and passed. The inner and outer labyrinth stayed intact and there was no abnormal noise or friction observed when rotating the instrument drives 180 degrees in both directions. The accessory was fully functional. A visual inspection was carried out and there was no damage found. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was with the sterile adapter. The customer continued the procedure with a backup drape.